Event description:
It was reported by the user facility that during an off pump procedure, the system was being setup for stand-by and the oxygen (o2) sensor would not calibrate on the electronic pt gas system (epgs). The user tried multiple times to calibrate. The system was never needed for this case. The off pump surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The suspect o2 sensor had 51547% hours. The fsr installed new o2 sensor, performed multiple calibrations and completed a functional test of the epgs. With the new o2 sensor installed, the system operated to MFR specs and was returned to clinical use. The laboratory technician confirmed the returned o2 sensor failed calibrations and te sensors output voltage was outside of specs. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.